Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed started with 232. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed started with 232. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced with intermittent display board due to 210.6040 error, broken bezel assembly, wiring harness, damaged bottom rear case, corroded right/left iui (inter-unit-interface). Based on the findings, service determined that the reported issue was due to display assembly electrical failure. Device history record a review of the device history record showed the device had a manufacture date of 03apr2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.